Event description:
It was reported that the ventilator generated alarms for low tidal volume. Moreover, ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
According to communication with our field service engineer (fse), the customer has not responded whether to repair the device. Therefore, no on-site investigation has been performed. No logs or service report has been provided and no parts have been reported to have been replaced. No further information has been received despite requests. The air gas module regulate the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion for the water contamination is that the device did not fail to meet its specification, as the most probable source of liquid contamination in the air gas module is a contaminated air gas from the hospital's central air gas system/hospital's external compressor. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the [ventilator/anesthesia workstation] must not be exceeded. The unique identifier (UDI) # information is not available since the serial number of the device has not been provided. A correction of field # d1 brand name, # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.